Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump had hairline cracks by the battery casing. The reservoir occasionally was not secure and the rewind was louder. The insulin pump also occasionally had random no delivery and had to reprime. The customer informed that the insulin pump had rejected new batteries, the act button sometimes sticks changing battery every 10-12 days and the screen had scratches. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.